Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5cu4g. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the instrument stopped working after firing, no problem to start with the loading of the cartridge went fine. After the firing the knife was exposed, it was not possible to reload the instrument, the appendix was not completely stapled and transected. A new instrument and cartridge solved the issue. Patient consequences were not reported.